Manufacturer narrative:
Dr. (B)(6) performed a 2-level (l2-l4) and 1-level (l5-s1) fusion on (B)(6) 2018 using the picasso ii system. During a post-op MRI ((B)(6) 2019) it was observed that the set screw had backed out of the pedicle screw housing of one of the screws at the l5 level (error! Reference source not found.). From the scans provided, it could not be determined if it was the left side or right side screw. A revision surgery was conducted on (B)(6) 2019. The l5 and s1 pedicle screws, set screws and rod of the affected side were removed and not replaced. The removed parts were not returned to ctl amedica for analysis. At 2 weeks post-op (from revision surgery), the patient notes stated: "sig. Decrease in pain. Not legs sxs or weakness. I've never been this good. Walking 5 miles per day". An engineering analysis report has been attached with this report. [(B)(4)].

Event description:
When reviewing post op x-ray, noticed set screws were backing out- more info will be provided on case specific and time line from surgery date.